Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that after the implant procedure of this implantable cardioverter defibrillator (ICD) was completed, noise was observed on the right ventricular (rv) lead. Technical services (ts) was consulted and discussed that this seemed consistent with air bubbles on the header of the device. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that after the implant procedure of this implantable cardioverter defibrillator (ICD) was completed, noise was observed on the right ventricular (rv) lead. Technical services (ts) was consulted and discussed that this seemed consistent with air bubbles on the header of the device. No adverse patient effects were reported. This device system remains in service.